Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on 06/15/2015 - MFR #1049092-2015-00345 was reported in error.

Event description:
It was reported the catheter's outer packaging leaked when the inner sachet of sterile water was broken. The sterile water spilled out onto the patient and surrounding surfaces. The catheter was not used. No patient complications were reported as a result of this event.